Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with a neurostimulator for radiculopathy and spinal pain. It was reported that the patient had high impedance and a lack of pain relief. Diagnostics of device interrogation and device data were noted and resulted in an implantable pulse generator (ipg) revision on (B)(6) 2016. The ipg was explanted/replaced and a new ipg was implanted. The device disposition was unknown. The issue was resolved without sequelae on (B)(6) 2016. The event was related to the neurostimulator or therapy and not related to the implant procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of a clinical study reported that, for the out of range impedance, the connection between the lead and the battery were checked.